Event description:
It was reported that the subject device broke loose from delivery wire and could not be retrieved, even after trying to snare the fracture fragment. This happened during the second attempt. First attempt was unsuccessful in recanalization the internal carotid artery (ica-t) and with the second time the delivery wire broke off, even before retrieving the stent.

Event description:
It was reported that the subject device broke loose from delivery wire and could not be retrieved, even after trying to snare the fracture fragment. This happened during the second attempt. First attempt was unsuccessful in recanalization the internal carotid artery (ica-t) and with the second time the delivery wire broke off, even before retrieving the stent.

Manufacturer narrative:
D4 gtin: updated. D4 expiration date: updated. D9 product available to stryker/ returned to manufacturer on: updated. H3 device evaluated by mfg: updated. H4 manufacturing date ¿ updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned subject device revealed that the distal end of the retriever core wire was fractured with evidence of stretching to the pebax jacket. The pebax was removed to view the core wire fracture and there was evidence of bending on the core wire. The reported 'retriever fracture/broken during use' was confirmed during analysis. The subject device failed to meet specification when returned, based on the damage noted. The reported events is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject device broke loose from delivery wire and could not get out, even after trying to snare the device. This happened during the second attempt. First attempt was unsuccessful in recanalization the internal carotid artery ica-t and with the second time the subject device broke off, even before retrieving the subject device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the subject device confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The guidewire was returned and it was confirmed that the retriever core wire (subject device) was fractured and the pebax jacked had evidence of stretching. It is probable that there were anatomical and/or procedural factors present during the clinical procedure which caused the reported event, this is evident from the mature of the damage to the returned subject device. An assignable cause of procedural factors will be assigned to the reported ¿retriever fracture/broken during use¿ and analyzed ¿retriever core wire broken during use¿ and ¿retriever delivery wire lamination issue¿ (stretched), as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.